Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's previously administered products included for an unreported indication: minipill. Concurrent conditions included body mass index normal. Concomitant products included bupropion (wellbutrin) since 2012, clonazepam (klonopin) since 2012, ketorolac tromethamine (toradol) since 2012, lorazepam (ativan) since 2012, metoclopramide (reglan) since 2012, sumatriptan (imitrex) since 2012, topiramate (topomax) since 2012 and zingiber officinale rhizome (zinax) since 2012. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue"), insomnia ("insomnia") and mood swings ("mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding"), food allergy ("food allergies"), thyroid disorder ("thyroid disorder"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), amnesia ("memory loss"), dyspepsia ("dyspepsia"), panic disorder ("panic disorder") and malaise ("sickness"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, seizure, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, food allergy, thyroid disorder, fatigue, migraine, headache, dizziness, allergy to metals, weight increased, insomnia, amnesia, mood swings, dyspepsia and panic disorder had not resolved and the malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, headache, insomnia, malaise, menorrhagia, migraine, mood swings, panic disorder, pelvic pain, seizure, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms current weight: 140 lbs. Date discrepancies in date of removal- (B)(6) 2016. It was reported that because of you and essure I e had a hysterectomy and I¿ve been sick for years. Go to hell. You¿re horrible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Most recent follow-up information incorporated above includes: on 9-aug-2018: reporter added. Added event sickness. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and seizure ("seizures") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding"), food allergy ("food allergies"), thyroid disorder ("thyroid disorder"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), allergy to metals ("nickel allergy"), seizure (seriousness criterion medically significant), weight increased ("weight gain"), insomnia ("insomnia"), amnesia ("memory loss"), mood swings ("mood swings"), dyspepsia ("dyspepsia") and panic disorder ("panic disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, food allergy, thyroid disorder, fatigue, migraine, headache, dizziness, allergy to metals, seizure, weight increased, insomnia, amnesia, mood swings, dyspepsia and panic disorder had not resolved. The reporter considered abdominal pain, allergy to metals, amnesia, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, food allergy, headache, insomnia, menorrhagia, migraine, mood swings, panic disorder, pelvic pain, seizure, thyroid disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Current weight: 140 lbs. Date discrepancies in date of removal- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6)2007 and removal date updated to (B)(6) 2016. Events abnormal bleeding (menorrhagia), food allergies, thyroid disorder, fatigue, migraines, headaches, dizziness, nickel allergy, seizures, weight gain, insomnia, memory loss, mood swings, dyspepsia and panic disorder added incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent procedure to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.